Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultra-sound guided prostate biopsy into normal density tissue, the top slide of the device was allegedly unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Event description:
It was reported that during an ultra-sound guided prostate biopsy into normal density tissue, the top slide of the device was allegedly unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically while priming the stylet. An x-ray showed that the cannula tangs were not fully engaged with the device housing, and upon disassembly it was noted that the left bumper was bent within the device housing. Additionally excess flash was noted on the stylet tangs. Based upon the cannula firing automatically the investigation is confirmed for cannula self-activation, and based upon the insufficient tang engagement the investigation is confirmed for the alleged cannula tang engagement.the identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information, it is unknown if patient and/or procedural issues contributed to the reported issues. The definitive root cause of the excess flash identified on the stylet is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).